Event description:
Total knee replacement in (B)(6) 2024. (B)(6)2024, after I had the tkr I had to have a revision due to a staff infection in the knee. I was put on a PICC line for 6 weeks with multiple problems from antibiotics as well and hospitalized 2 times after that. Provoked by antibiotics for the infection I got an embolism and had kidney problem, needed a transfusion. The infection was in knee only and not in my blood. The revision on (B)(6) 2024 replacing the liner and wash out did not work. Almost 3 months (B)(6) 2025, after the revision the infection came back and had to have another surgery ((B)(6)). They took out the entire knee and put in a spacer. I am on a PICC (peripherally inserted central catheter) line again for 6 weeks. I will need a future surgery after I am healed for a permanent knee replacement. I am convinced there is something wrong with this device. Due to all of this I have been put of work which I am self-employed and will continue to be out of work until I get the permanent knee. I have many hospital reports and lab reports proving all of this. I am wondering is there anything wrong with the packaging or knee device itself as the infection was not in my body. Infectious disease says you can treat the infection in the body but not on the device. The device has now been completely removed, and I am healing waiting for the next knee replacement. I have had multiple tests and labs being hospitalized 4 times from this I am not sure what results you would be looking for to me to enter but I can submit all hospital documentation. Reference reports: mw5165526, mw5165527.